Manufacturer narrative:
An event regarding fracture of a humeral insert trial - 32mm x 4mm standard was reported. The event was confirmed. Method & results: device evaluation and results: material analysis concluded that, "the device failed in overload. Damage was also observed on the device, likely occurring when the device was removed. No materials or manufacturing defects were observed on the surfaces examined." Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation concluded that the reported event occurred as a result of multiple overload conditions during trialing. No material or manufacturing defects were identified. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened and re-evaluated.

Event description:
It was reported that during a right reverse shoulder procedure, the cup and insert trial broke upon removal. Rep stated the lock and unlock on the trial is very hard to see in the o.r. To determine if trial is locked or unlocked and upon rotation of trial for removal trials broke.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a right reverse shoulder procedure, the cup and insert trial broke upon removal. Rep stated the lock and unlock on the trial is very hard to see in the operating room to determine if trial is locked or unlocked and upon rotation of trial for removal trials broke.